Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a grinding sound coming from the centrimag motor was not confirmed. The returned centrimag motor (serial number (B)(4) was tested under a work order on 11apr2019. The reported event of a grinding sound from the motor was not reproduced. The unit underwent testing for an extended period of time, and every specified pump rpm and flow speed were checked for any atypical noises from the motor and no issues with the cable were observed. A full functional checkout was performed and the unit passed every test. Motor disconnected: m2 alarms were not reproduced. The cable was checked for any discrepancies that could trigger any noises or alarms; none were found. The root cause of the reported event was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information: no patient was involved in this event. Approximate age of device, manufacture date: the centrimag motor is not a single use device. Approximate age of the device from the manufacture date is unavailable as the manufacture date is unavailable at this time. Device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2019 the centrimag motor was making a grinding sound while it was running. An m2 motor disconnected alarm was reported. No patient was involved in the event. The motor will be sent in for evaluation. No additional information was provided.